Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10.concomitants: sn (B)(6), cat# 02-010-01-0350 - logic femoral ps cem right sz 5; sn (B)(6), cat#02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; sn (B)(6), cat#200-02-35 - three peg patella 35mm. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
It was reported via legal documentation that the patient had an initial right total knee arthroplasty on (B)(6) 2016, then approximately 6 years, 4 months later, on (B)(6) 2023 was surgically revised. Revision operative report of (B)(6) 2023 post operative diagnosis: failed right total knee arthroplasty with large osteophytes of the patella. Moderate poly wear of the posterior poly of the poly insert. Significant arthrofibrosis with marked adhesions posteriorly. Revision total knee, extensive sharp debridement, and excision of marked scar tissue. Procedure: severe osteophytes on all 4 sides of patella encased over the patella component. Patella component was removed. Poly was removed, there was moderate posterior wear but no debonding was noted. Surgeon states: ¿I believe most of his problems were related to his arthrofibrosis and scar tissue.¿ the patient was awakened, dressing applied and taken to recovery room per anesthesia. Discharge summary- diagnosis: poly wear of right knee with recalled poly. Procedure: revision of right knee poly and patella. Discharged home to have home physical therapy and home health. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: d6a, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.